Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was programmed to unipolar due to undefined issues and a low impedance reading in bipolar. In unipolar, the lead displayed oversensing and inhibition. Unipolar impedance was reported to be at 340 ohms and bipolar impedance at 262 ohms. The lead remains in use. No patient complications were reported as a result of this event.